Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3810mlc was removed on (B)(6) 2018 due to the patient complaining of pain 1 week after implantation. The doctor noted pain during surgery. The patient has no significant medical history. The patient required another surgical intervention to recover.